Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated during a routine device check. The out of range telemetry message was observed. Two wands and two programmers were tried. A magnet placed over the device did not generate tones. The device had been programmed to 60ppm, but the patient was pacing with an intrinsic rhythm of 50ppm. A boston scientific technical services consultant discussed that as they were not able to communicate with the device, it should be immediately replaced.